Event description:
Customer reports receiving a result of 621mg/dl on the aviva meter. Device numeric reading range is 10mg/dl to 600mg/dl. No action taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent. No info given to indicate where issue was discovered.